Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded two episodes (not treated) due to a probable myopotential oversensing which inhibited pacing in this pacemaker dependent patient. The patient experienced a syncopal event during the inhibition of pacing. The physician was not able to reproduce the noise. All lead measurements are normal and constant.